Manufacturer narrative:
The hcg+beta reagent lot number was 329446. Based on the provided data, a general reagent issue can be excluded. The field service engineer checked the system and adjusted the pipettor. Precision check was completed after this service actions.

Manufacturer narrative:
The reagent lot number was 329446, but the expiration date was not provided. Qc results for the date of the issue were within specified ranges. There is no indication of a reagent issue. Precision checks after the service actions were good and show no indication of an instrument issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample from the cobas e411 rack analyzer. The initial result was 0.222 iu/l and was reported outside of the laboratory as <6 iu/l. The doctor questioned the result as the patient was pregnant at (B)(6) gestation. The sample was repeated on (B)(6) 2018 and the results were >10000 iu/l and 107468 iu/l with a data flag with a 1:20 dilution. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The customer was using a sample tube with dimensions of 95 x 11 mm, which is not specified for use on the cobas e411. The customer found droplets on the inner wall of the sample tube which were removed by recentrifugation.